Manufacturer narrative:
This incident was deemed as an "adverse event". However we failed to file the importer medwatch, and therefore will submit the importer medwatch now retrospectively. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laryngoscopy on (B)(6) 2023, the screen went black during the procedure. The surgeon was unable to scope, and therefore, had to intubate the patient using a glidescope, as the patient o2 saturations had decreased. There was no patient injury reported, other than a slight delay.